Event description:
The pt claims she fell due to a loose screw on the brace as well as the liner slipping. She recently had lap band surgery and a needle pushed into her abdomen when she fell. She was not injured at all but had to visit the doctor, so they could make adjustments.